Event description:
The manufacturer received information from (B)(6) of the (B)(6) in (B)(6) that a 66-year-old, male patient on ventilation therapy using a trilogy evo ventilator was found deceased on (B)(6) 2025, in (B)(6). The patient was reportedly found deceased while still wearing the [full face] ventilator mask. However, the ventilator was unplugged, and the internal battery and the detachable battery were both fully discharged (dead). It is unknown at this time if the device alarmed and what the device settings were. The cause of death is also unknown at this time. There has been no allegation of a device malfunction at this time. Device event and alarm logs are being requested. Return of the device and circuit have been requested for evaluation. The device has not yet been returned to the manufacturer for evaluation; therefore, the functionality of the device is not able to be confirmed at this time. A follow-up report will be submitted when the manufacturer's investigation has been completed.